Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Review of the lot history of the subject product was completed and found to be acceptable per release criteria.

Event description:
An implant failed due to infection. Patient is reportedly fine. Patient is same patient as medwatch reports #2023141-1997-00325 and 2023141-1997-00326.